Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, a perforation of the left ventricle outflow tract (lvot) was discovered by ultrasound. Pericardiocentesis was performed to remove 600ml of blood from the pericardial space, and then were put back into patient¿s vasculature. Patient¿s condition improved after pericardial drainage. There¿s no information on if extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, a perforation of the left ventricle outflow tract (lvot) was discovered by ultrasound. Pericardiocentesis was performed to remove 600ml of blood from the pericardial space, and then were put back into patient¿s vasculature. Patient¿s condition improved after pericardial drainage. There¿s no information on if extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Transseptal puncture was not performed during the case. No ablation occurred prior to the adverse event was discovered. There was no evidence of steam pop. The flow setting for the irrigated catheter was at 2ml/min. No error messages were observed on any bwi equipment. The force visualization features used included graph, dashboard and vector. Visitag module was not used.